Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an antegrade endopyelotomy procedure. According to the complainant, during the procedure, at approximately 17 atmospheres, the balloon would not inflate and a leak was noticed. When the device was removed from the patient, a small hole was noted in the balloon material. No visible damage was noted in the packaging of the device. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an antegrade endopyelotomy procedure. According to the complainant, during the procedure, at approximately 17 atmospheres, the balloon would not inflate and a leak was noticed. When the device was removed from the patient, a small hole was noted in the balloon material. No visible damage was noted in the packaging of the device. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
A visual and tactile examination revealed a severe kink located 395mm distal to the strain relief. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a small hole located in the center of the proximal markerband. A vacuum was pulled and the balloon deflated with no issues noted.